Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 3.0 cm from the hub in spiral cut section of the strain relief. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the 5maxace catheter broke and stretched by pulling the catheter through the rhv. Evaluation of the returned product confirmed a break in the catheter approximately 3.0 cm from the hub in the spiral cut section of the strain relief. It is likely that the rhv was not loosened prior to attempting to remove the catheter which caused resistance. To overcome this resistance, the operator manipulated the device using force and handling which caused the device to kink and fracture at the spiral cut strain relief. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter. During preparation, after one pull, the catheter was kinked. There was no adverse effect reported on the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.